Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of diaphragm stimulation. Interrogation revealed that the lead had a loss of capture and high r-wave amplitude variation. The lead was repositioned in a procedure on (B)(6) 2020. The patient was discharged.